Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: v238962, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot#: v203929, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 08-apr-2013, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 27-jan-2013, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 12-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). At an implantable neurostimulator replacement, the surgeon noticed that on the proximal end of the lead, the insulation appears eroded and surgeon inquired about applying dermabond to protect the integrity of the lead. The surgeon sutured an extension on the exposed lead area to prevent moisture as resolution to the event.